Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, high out of range shock impedance values were exhibited following a failed induction and subsequent electrode repositioning. The electrode was ultimately removed and replaced and is intended to be returned for analysis. No adverse patient effects were reported.